Manufacturer narrative:
Evaluation - device history record reviewed and did not reveal any deviations or non-conformances that would lead to device malfunction. Results - device believed to have clogged resulting in inadequate thrombus extraction.

Event description:
A patient was treated with the thromcat system to remove thrombus from the right iliac to popliteal veins after failed thrombolytic therapy (48hr tpa infusion). The thromcat primed without incident and was used for a total of approximately 10 minutes. During initial use of the device (at the location of the iliac vein), the device shut off. The thromcat was removed from the patient, the helix integrity was verified, the tip cleaned and the device re-primed. During the second run, the thromcat switched off again in the femoral vein. The physician removed the device again and cleaned and re-primed. During the third run, the helix broke and the device was removed from the patient. A fluoroscopic run indicated that very little thrombus was removed and extravasation was observed from either the popliteal or femoral veins. The physician could not determine whether the device may have been involved. The patient required further hospitalization over the weekend. He was transferred to another local hospital in 2007 and had angioplasty performed and two stents placed. The patient was discharged on three days later.